Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net with their implantable cardiac monitor exhibiting undersensing on (B)(6) 2020. No intervention was performed and patient will continue to be monitored. No patient symptoms or patient condition were reported.